Event description:
Shunt malfunction. Osvii placed in 1999. In 1999 osvii removed due to pt symptoms of increased fluid retention. Pt was lethargic, sent to CT, tapped for fluid, it re-accumulated, pt tapped again, then pt returned to or for removal. No known injury to pt. Age is approximately 2 yrs old.